Event description:
Boston scientific crm received information that this left ventricular lead started exhibiting rising impedance measurements about three months ago. Today, impedance is greater than 2000 ohms and there is no capture. The patient is not symptomatic.

Manufacturer narrative:
A boston scientific crm technical services consultant offered suggestions to try different lead configurations as troubleshooting. The caller will discuss the clinical observations with the patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.